Event description:
The following was reported to hamilton medical ag: the abnormity (ventilation stopped) is noticed during usage. The alarm was observable both visually ("ventilation cancelled") and through hearing. There is patient involvement. Medical intervention was required. The patient was manually bagged while the ventilator-device was restarted. The time during which manual ventilation was applied to the patient is not known. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the abnormity (ventilation stopped) is noticed during usage. The alarm was observable both visually ("ventilation cancelled") and through hearing. There is patient involvement. Medical intervention was required. The patient was manually bagged while the ventilator-device was restarted. The time during which manual ventilation was applied to the patient is not known. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation the ventilator went into ambient mode and alarmed with tfs. The patient was manually bagged. Nevertheless, the event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective control board. After replacing the control board, the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.